Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm. The customer changed their pump supplies and received another occlusion alarm. A system check was performed and there were air bubbles observed in the infusion set tubing. The customer disconnected the infusion set tubing, reconnected the infusion set tubing and no additional occlusion alarms announced. The customer's blood glucose (bg) level was 350mg/dl and a manual injection was administered to address the bg level.